Manufacturer narrative:
Correction: section h imdrf annex c grid and imdrf annex d grid and g report source. A supplemental MDR was submitted to reflect the correct adverse event problem.

Event description:
It was reported that when using the bd pyxis¿ es server new patient admits are not crossing over from epic to station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server new patient admits are not crossing over from epic to station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient admits are not crossing over from epic to station. A technical support specialist (tss) dialled into the server and checked health sight viewer (hsv), found multiple ¿patient information delay¿ notices. Tss restarted data synchronization and external messaging services, and downtime query returned current results, ran critical override reason¿several stations showed ¿inbound delay¿. Tss notices disappeared after checking hsv. Customer confirmed delays were due to epic and interface issues, which epic was already addressing. Issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.